Event description:
It was reported that during a follow up visit, the device was found to be at elective replacement indicator (eri). The patient complained about premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.